Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event.

Manufacturer narrative:
Visually confirmed tip is broken. Microscopic examination of the fracture reveals a fairly flat, brittle fracture on both sides, with no indication of fatigue, consistent with bend stress overload. The above observations are consistent with misuse due to inappropriate surgical technique, resulting in the foregoing event.

Event description:
It was reported that when using the instrument to scrape the end plates of l5-s1, the instrument tip sheared open. Although this instrument was used during surgery, no patient complications were reported.